Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a patient death occurred. An angioplasty was performed on a left main coronary artery (lmca) to left anterior descending artery (lad) and right coronary artery (rca). A 2.75 x 48 synergy stent and another 2.75 x 48 synergy stent were deployed at the target lesions. Following deployment, the patient had no flow in the lad and left circumflex (lcx), incessant ventricular tachycardia and ventricular fibrillation vt/vf, which led to refractory arrhythmia. The procedure was unsuccessful, and the patient passed away. It was noted that the patient death occurred due to refractory arrhythmia. It was noted that physician did not consider the device or the procedure to have caused or contributed to the patient complications.